Event description:
It was reported the ipg is unable to communicate with the charging system. A sjm rep met with the pt and confirmed the issue. A replacement charging system did not resolve the issue. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.